Event description:
It was reported that the patient received a shock for atrial flutter and that there was an invasive intervention taken. The device remains in use. The patient was reported to be enrolled in the decide hf clinical study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.